Event description:
A customer reported a low reading from the adc device which was lower than they felt. The customer obtained a reading of 141 mg/dl and experienced headache and stomach ache, and was brought to the hospital. A laboratory result of 200 mg/dl was obtained and customer was diagnosed with hyperglycemia, receiving unspecified IV treatment and prescription for metformin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid lot or serial number was not provided for the strips. The dhrs (device history record) for the freestyle lite meter were reviewed, and the dhrs showed the freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.